Event description:
On (B)(6) 2024, this patient underwent emergency endovascular treatment of an abdominal aortic aneurysm rupture due to a proximal type I endoleak of non-gore device using gore® excluder® aaa aortic extender endoprosthesis(caff device). After the first cuff device was placed, ballooning was performed, and the first caff device migrated distally and the type I endoleak was remained. A stent graft was placed in the right renal artery using the chimney technique, and the second cuff device was placed proximally. It was noticed that the proximal type I endoleak was resolved. However, while removing a snare catheter, the second caff device migrated distally and a proximal type I endoleak was confirmed. Then, the third cuff device was placed but the endoleak was remained. Furthermore, obstruction of the blood flow in the bilateral renal arteries was observed. A guidewire could be cannulated into the stent graft placed in the right renal artery, but the balloon could not be advanced. However, an angiography showed that the third cuff device was moved distally, which restored blood flow in both renal arteries. The physician elected to monitor the proximal type I endoleak, the procedure was completed without further treatment. The patient tolerated the procedure. On unknown date in (B)(6) 2024, a post operative computed tomography(CT) revealed that the proximal type I endoleak was continued. On (B)(6) 2024, surgical procedure, aneurysmorrhaphy and graft replacement, was performed.

Manufacturer narrative:
H3: code "other" was selected as the medical devices not available for return. H6: a review of the manufacturing records for the device verified that the lot met all pre-release specifications. Product evaluation summary: the images received cannot be used to perform a full imaging evaluation because they do not meet the dicom standard. The extent and accuracy of the observations and findings may be limited due to the completeness, format and/or quality of the images provided for review. Gore cannot guarantee the images provided are complete, accurate or lack alteration. Therefore, gore cannot guarantee all key findings have been captured or that the findings are accurate. The imaging evaluation performed by a clinical imaging specialist showed the following: three radiographic jpeg images available for evaluation. No name, date, or demographics on the images. All drawn annotations on the images completed before submitting to gore. Cannot manipulate the images in any way. (Window leveling, rotating, etc.) Gore aortic extender devices have 3 long radiopaque markers on the proximal end. The images provided have one aortic extender (cuff) at the proximal end of the non-gore device. The second jpeg image appears to show contrast outside the proximal end of the non-gore device and aortic cuff. Thereby, confirming a proximal type I endoleak. Cannot confirm any migration of devices with available images. With imaging available there is flow in the renal arteries post implantation of one aortic cuff (jpeg #2). According to the gore® excluder® aaa endoprosthesis instructions for use (IFU) possible defects and adverse events include the following: endoleak. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.